Manufacturer narrative:
The event investigation is in progress. A return material authorization (RMA) was issued for the monopolar curved scissors instrument & the tip cover accessory, but the product has not been received by intuitive surgical, inc. (Isi) for failure analysis investigations. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinci-assisted bilateral inguinal hernia surgical procedure, the patient's skin was singed slightly at the port site with the monopolar curved scissors (mcs.) The singed skin was excised minimally during closure. Inspection of the tip cover accessory revealed no defects by staff. No collisions of instruments were reported. The patient is reportedly doing well. The procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive has received the monopolar curved scissors instrument associated with this complaint and completed investigations. The instrument was found to have blade damage at the midpoint of the blade. One of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Intuitive received the tip cover accessory associated with this complaint and completed investigations. The tip cover was found to have tearing at the mouth where the scissor tips exit. The tears were not axially aligned with the tip cover and measured from 0.137" in length. The tip cover was found to have thermal damage at the proximal end which caused warping of the tip cover. The tip cover was compared to an in-house tip cover and found to be warped. The base of the tip cover curved inward resembling a c-shaped base versus being flat. The primary product has been updated to the tip cover accessory based on the failure analysis investigation.